Event description:
It was reported to boston scientific corporation on (B)(4) 2012, that an alliance syringe was used during an esophageal dilatation procedure. According to the complaint, during the procedure, the gauge would not move or show the pressure of the balloon. This was noticed after the balloon was inflated once inside the patient. The syringe was removed and another alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during an esophageal dilatation procedure. According to the complaint, during the procedure, the gauge would not move or show the pressure of the balloon. This was noticed after the balloon was inflated once inside the patient. The syringe was removed and another alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4) for the reported event of gauge reading inaccurately. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was visually inspected and the unit was returned prepped with solution. The liquid was removed from the device before functionally testing. Functional testing was performed and the syringe was pressurized with 35ml of water for 30 seconds and there was no movement of the gauge. No leaks were noted during this test. The reported issue of reading inaccurately was confirmed. It is possible the device was mishandled during storage or preparation which could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.